Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the service performed on site the alleged event is confirmed and the cause was traced to component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine would not power on. The event occurred during setup and prior to any patient involvement. A fresenius (B)(4)technician was scheduled to service the reported machine. Upon arrival on site the technician inspected the power source and found a burnt fuse. The technician replaced the fuse. The technician performed tests on the device without any issues found. The equipment was left in functioning order. This report was received from fresenius (B)(4).